Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's diabetes educator had changed the pump settings and the blood glucose level had elevated (185-251 mg/dl). The pump was used to address the bg level. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the high bg with the diabetes educator.